Manufacturer narrative:
The event of "anxiety" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety.

Event description:
Patient representative reported " suspicion of a low silicone-containing lymph node" "suffering from severe psychological stress, in particular the great fear of developing cancer¿, with MRI this record is for the left -side. Device has been explanted.